Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-33869.

Event description:
The mother reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. The customer's blood glucose was 418 mg/dl at the time of admission. The mother stated the customer's high was caused by a bent cannula. The customer also had ketones from their blood glucose. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.